Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported deployment issue was not confirmed as the stent was able to be deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported deployment difficulty and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, long totally occluded, left superficial femoral artery (sfa) after lesion predilatation with a 6 x 150 mm armada 18 balloon catheter, the supera stent delivery system (sds) was advanced to the lesion. The stent was partially deployed when resistance was met in the catheter and the thumbslide. The thumbslide was pulled back/locked and the partially deployed stent/sds was removed over the guide wire from the anatomy without reported issue. A different supera stent was used to complete the procedure. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.